Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ extra clotting") in a 38-year-old female patient who had essure (batch no. 675116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis and osteoarthritis. Concurrent conditions included adenomyosis since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, 5 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) ") and dysmenorrhoea ("dysmenorrhea((cramping) / chronic pain with periods"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("have metal allergy/nickel allergy"), rash papular ("bump and rash all over") and abdominal pain ("abdomen pain"). The patient was treated with surgery (plaintiff underwent surgery to remove the essure/), hysterectomy (partial)/salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue and abdominal pain outcome was unknown and the genital haemorrhage, rash papular and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash papular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal haemorrhage, menorrhagia, metal allergy/nickel allergy, erythropapular rash, dysmenorrhea, fatigue, abdomen pain, event outcome of dysmenorrhea(cramping)/ chronic pain with periods, genital bleeding/extra clotting, rash updated to recovered. Product lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/ extra clotting") in a 38-year-old female patient who had essure (batch no. 675116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis and osteoarthritis. Concurrent conditions included adenomyosis since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2014, 5 years 4 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea((cramping) / chronic pain with periods"). In 2015, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("have metal allergy/nickel allergy"), rash papular ("bump and rash all over") and abdominal pain ("abdomen pain"). The patient was treated with surgery (plaintiff underwent surgery to remove the essure/), hysterectomy (partial)/salpingectomy (bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, allergy to metals, fatigue and abdominal pain outcome was unknown and the genital haemorrhage, rash papular and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash papular and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (plaintiff underwent surgery to remove the essure.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.